Event description:
It was reported that the patient remained connected to the infusion set during a supply change and experienced unintended insulin delivery when the tubing was filled, after which the device was removed and the clinic was contacted; the patient later confirmed a blood glucose nadir below 39 mg/dl and treated with fast-acting carbohydrates, and education was provided on disconnecting before filling tubing and reconnecting only when prompted. Customer care provided support that included follow-up to gather blood glucose details, and best-practice education for supply changes. Investigation of this case revealed user-connected tubing during priming/fill as the precipitating factor for insulin delivery while connected, with no device malfunction reported. Symptoms included sweating and shakiness consistent with hypoglycemia. Outcomes included transient hypoglycemia without need for medical assistance or hospitalization, with blood glucose returning to range after oral glucose. It was concluded, based on previously established findings for similar reports, that user technique during the supply change was the likely cause, mitigated by education on proper disconnect and reconnection steps.